Event description:
The aura disconnected right at the cuff/tube connection. Patient had been biting down, and the two piece device broke away cleanly right at cuff/tube connection. The cuff was able to be removed from the patient's mouth without further incident or complications.